Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the device was tested before use and staff noticed that the scope washer was broken. The device did not touch the pt. A replacement device was used to complete the procedure. No pt complications were reported by the hospital.

Manufacturer narrative:
Investigation results: the device was received with the c-ring and scope wash tubing extended outside cannula. The c-ring was in one piece and securely attached to the c-ring wire. The scope wash tubing inside the cannula lumen was broken at the adhesive bonding fillet on c-ring. A portion of the broken scope wash tubing was located inside of adhesive fillet on c-ring. When tested, the scope wash tubing did not move from inside of the cannula. The non-moving (stuck) scope wash tubing may have initiated the broken scope wash tubing at the c-ring. The reported failure was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have attributed to this failure mode. (B) (4).